Event description:
It was reported that the patients implantable pulse generator (ipg) reached end of battery life. The patient underwent ipg replacement procedure and was doing well postoperatively. No device malfunction suspected. The explanted device was discarded and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.